Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited gradually rising pacing impedance values, high capture thresholds, and intermittent capture on the right ventricular (rv) channel. Reprogramming was performed. The patient will be continued to be monitored. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited gradually rising pacing impedance values, high capture thresholds, and intermittent capture on the right ventricular (rv) channel. Reprogramming was performed. The patient will be continued to be monitored. The device remains in use. No adverse patient effects were reported. Subsequently, the device exhibited non-physiological noisy signals that resulted in a signal artifact monitor (sam) episode on the rv channel. The respiratory rate trend (rrt) was disabled as a result. The health care professional (hcp) wanted to know if lead revision would be advised by technical services (ts). Ts stated that it was physician discretion. The device remains in use. No adverse patient effects were reported.